Event description:
It was reported during patient followup that there was post-paced t-wave oversensing noted on the stored egm. Patient was asymptomatic. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.